Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic sigmoid colectomy, on sigmoid colon, the device partially fired. The surgeon first used our circular stapler and the staple line was incomplete. Upon second attempt, the surgeon used a competition's circular stapler and staple line was incomplete. On third attempt, the surgeon used another one of our circular stapler again and staple line was also incomplete. Upon fourth attempt, the surgeon used another circular stapler and performed a side to end anastomosis and staple line was complete. Flexible sigmoidoscopy revealed a patent well-perfused anastomosis, leak test was fine and donuts were good. On the outside, they had enough redundancy so that the colon was reaching without any tension, but the cut end of the colon was bleeding. However, coloproctostomy was at ten centimeters from the anal verge. A diverting loop ileostomy was also done to protect the anastomosis and to mitigate the effect of any potential leak in the future. The ileostomy will be re-anastomosed in the future. The surgery was extended by three hours and the patient stayed in the hospital for seven days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.